Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 53 mg/dl. Customer treated their low blood glucose levels via glucose tablets. Troubleshooting was performed. Customer advised insulin dripped out of their infusion set during a set change. Customer advised the insulin pump passed the self test. The insulin pump will not be returned for analysis.